Event description:
On (B) (6) 2010, pt reported an elevated blood glucose leading to ketoacidosis. Pt stated she experienced a blood glucose reading in the 300's mg/dl on (B) (6) 2010. Pt's normal blood glucose range is 80-160 mg/dl. Pt reported she changed the infusion tubing and inserted a new insulin cartridge filled to 180 units of insulin. Verified that she adjusted the piston rod to 180 units and primed before reconnecting to the infusion device. Pt reported she bolused throughout the day but her blood glucose that night was 598 mg/dl. Pt stated she changed her " needle". Pt reported she woke up in the morning with a blood glucose near 200 mg/dl. Pt stated on (B) (6) 2010, her elevated blood glucose caused her to experience palpitations and vomiting, and she was taken to the emergency room. Pt reported her blood glucose did not register on the meter used by the hospital and by that night ((B) (6) 2010), she was placed in the intensive care unit of the hospital diagnosed with ketoacidosis. Pt stated she was taken off of the infusion device and her doctor advised her to have the device replaced. Pt reported she disconnected the infusion tubing at one point and primed 25 units but only 1 drop of insulin came out of the end of the tubing. Pt stated no air bubbles were noticed in the insulin cartridge or the infusion tubing. Pt reported there was no gap between the tip of the piston rod and the insulin cartridge. Pt stated the infusion device did not display any errors and she was certain that her boluses were delivered because the cartridge volume decreased. Pt reported she frequently notices moisture inside the infusion device caused by the device being exposed to extreme temperature changes. She sated when this occurs; she dries out the device cartridge compartment with a cotton swab and dries the cartridge before using the device again. Pt reported she will be discharged from the hospital tomorrow. Product was replaced and requested return of the suspect product for evaluation.